Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 160mg/dl at the time of the incident. Troubleshooting did not resolve the issue and display did not return. The customer also stated that the insulin pump was exposed to moisture and troubleshooting for reservoir leak. The customer stated that the leak was in the reservoir set and leak was visible under the lcd screen. The customer stated that there was a crack in the barrel. The customer also stated the water exposure was from water. The customer was advised that the insulin pump and reservoir needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The reservoir will be returned for analysis.